Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received one used pencan 27gx4 3/4" (120mm)-EU/ap/sa without packaging. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection for damages according to the sap test plan and test method on damages. Actual: the used pencan cannula is broken off approx. 28 mm away from the cannula hub. The structure of the break of the raw cannula shows that the cannula was bent before the break the broken off part with the cannula tip was also handed over by the customer. Physical inspection: in addition, the outside diameter of the pencan cannula (several areas) was measured according to drawing. Nominal-value: 0.42 mm +0.01/-0 mm. Actual-value: 0.42 mm. The measured value (outside diameter) of the pencan cannula is in accordance with the specification. Summary and assessment: because the measured value is within the specification and the sample was already used, we assume of a problem during application. Based on the conducted investigations the tested sample is within the specification. Therefore the complaint is considered as not confirmed. Retained sample investigation: functional test: rigidity test was conducted on the retention sample of cannula tube in accordance with the test method. Inspected item: pencan 27gx3 1/2 w.intro.-EU. Material no.: 4502051-13xx. Batch no.: 19e30h8b01. Result: 0.290 mm. Specification: max 0.65 mm. Span: 7.5 mm. Test load: 5.5 n. Judgement: passed. Review manufacturing records: we investigated our manufacturing records of the concerned batch, no abnormalities such as scratch, broken, or bend, were found. Justification: this complaint was not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): needle-damaged-broken. L4-l5 puncture insertion calcified intraspinous ligament introducer, needle introduction with resistance but progression possible. In the absence of reflux despite needle in stop, removal of the device: needle rupture (with 20mm in subcutaneous).